Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "due to e.coli". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneally, for more than two weeks) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.